Event description:
It was reported that there was non-sustained tachycardia and low r-wave amplitude which resulted in t-wave oversensing in the right ventricular (rv) lead. The sensing in the rv lead was reprogrammed. The rv lead remains in use. There were no patient complications reported as a result of this lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.